Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The reported event is addressed within the labeling as it states, warnings: ¿ stop use if an allergic reaction occurs. ¿ do not use on users with skin irritation or breakdown at the site. Recommendations: ¿ reposition the product and check the user¿s skin at least every 2 hours. Note: if skin irritation or breakdown is seen, do not use the product. Maintenance: replace the product every 12 hours or if soiled with feces or blood. A DHR could not be performed since no lot number was provided. Corrections: d, h all available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in the online survey, the patient (ID: (B)(6) indicated they experienced a uti after using the purewick system for women in the past 3 months. It was unknown what medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in the online survey, the patient (ID: bwdev1167) indicated they experienced a uti after using the purewick system for women in the past 3 months. It was unknown what medical intervention was provided.